Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was getting a 50 to 60 percent reduction in pre-implant symptoms and was currently on program 4. The patient wanted to change programs to see if they could get it even better. The patient had to push to get urine to come out since implant on (B)(6) 2015. The physician was already aware of this and was not concerned. The patient had had this issue since implant and it was occurring daily. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The issue was not related to positional movement. The patient changed to program 1 at 5.2v. The patient had an ultrasonogram and it showed no issues. Ten days later, the patient's symptom control was the same as it had been while still having issues with urinary retention and going very little. The patient had not felt stimulation since implant. The patient was on program 1 at 4.0v and the implantable neurostimulator (ins) was off. The ins was turned on and the patient increased stimulation to 7.2v, which was the maximum amplitude for that program. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.